Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical (B)(4) service workshop in (B)(6) inspected pentax model ec38-i10cf2/serial (B)(4) and confirmed the following: air/water connector at lg-plug loosened, leaky. Foggy image, moisture under led cover glasses. The device is pending repairs.